Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported to have injected a patient with juvéderm® vollure® xc in the nasolabial fold, oral commissures, glabella, and forehead rhytids. About 3 months and a half later, the patient came back with ¿raised bumps¿ at the injection sites. The patient reported that ¿initially everything was fine but about 6 weeks in [the patient] started to notice elevation of the tissues and it just got worse over time.¿ the patient was reported to be ¿really upset¿. The patient ¿wasn't sure¿ to want the hcp ¿to do anything¿, but the hcp convinced the patient to treat ¿at least¿ the glabella with hyaluronidase, which ¿helped at follow up¿; the patient ¿needed more and refused it¿. The patient was treated with hyaluronidase in the forehead about 2 weeks later, but the patient made the injector stop ¿due to discomfort¿. There was ¿incomplete reversal of product.¿ the patient does not allow the hcp to inject all other areas. The symptoms have not resolved.